Event description:
This is report 1 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. On an unreported date, the patient experienced an intestinal infection which spread to the peritoneal cavity. The patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics and was recovering from the peritonitis. The patient was later discharged from the hospital. No additional information is available at this time. Therapy was ongoing.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13c08036 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted but did not indicate any issues related to the reported event. A batch review was conducted for potentially associated lot number h13d07010 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).